Manufacturer narrative:
Correction/removal number: 1627487-07262012-002-r, 1627487-12192011-003-r. This ipg serial number was included in field advisories and a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26068. The patient reports he is experiencing pocket heating while recharging and requested his charger to be exchanged. The patient reports he charged for two hours every week and a half hour into charging he experiences uncomfortable pocket heating and as a result he has to break up his charging sessions. A replacement charging system (model 3722) was sent to the patient which resolved the issue. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients.  An increase in prior non-reported heating while charging events and other non-reported events was expected.